Manufacturer narrative:
The reported event occurred on a cobas 8000 - cobas e 602 module (serial number: (B)(6). The investigation determined that the hbsag g2 elecsys cobas e 100 v2 assay performed within specifications. The analysis was limited as no sample material was available for further investigation. Calibration and quality control data were reviewed and found to be within expected ranges. Instrument-related data indicated multiple sample-related alarms, including abnormal sample aspiration and probe movement, which were attributed to pre-analytical factors. Feedback from the affiliate suggested that insufficient coagulation caused by quality issues with the sample collection tube was the most likely root cause. A definitive cause for the reported event could not be determined based on the available information. The device remains in operation at the customer site.

Event description:
The initial reporter alleged a potential false negative result for the hbsag g2 elecsys cobas e 100 v2 assay on the cobas 8000 - cobas e 602 module. The allegation was based on a negative hbsag result in conjunction with positive hbeag and hbv dna results. On (B)(6) 2025, the patient sample was tested, yielding the following results: hbsag 0.303 coi (negative), anti-hbs >1000 iu/l (positive), hbeag 1.22 coi (positive), anti-hbe 1.23 coi (negative), and anti-hbc 0.008 coi (positive). On (B)(6) 2025, a second sample from the same patient was tested, yielding similar results: hbsag 0.201 coi (negative), anti-hbs >1000 iu/l (positive), hbeag 1.16 coi (positive), anti-hbe 1.13 coi (negative), and anti-hbc 0.008 coi (positive). On (B)(6) 2025, hbv dna testing was performed, and the result was positive. The dna test was noted to not be a highly sensitive method. On (B)(6) 2025, the second sample was also tested on an abbott analyzer, yielding the following results: hbsag (negative), anti-hbs >161.41 miu/ml (positive), hbeag 1.80 s/co (positive), anti-hbe 1.48 s/co (negative), and anti-hbc 4.82 s/co (positive).